Event description:
It was reported that a pt presented in clinic after experiencing a vibratory alert for non-sustained rv lead noise episode. The noise artifact was present on the v sense amp channel. The pt was asleep during the time of the episodes, and no near any emi sources to his recollection. Nsln pt notifier will be kept on and pt would be monitored for more occurrences.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.